Manufacturer narrative:
Eua # 201889. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 7 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. Eua # 201889. The following information was provided by the initial reporter: it was reported that there was a false positive.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 0343900. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing was conducted and the reported issue could not duplicated. Returned product testing was conducted and was unable to duplicate the reported issue. There are no current trends against false positive. The complaint could not be confirmed. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars-cov-2 7 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: it was reported that there was a false positive.